Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 4 pcu front case is being replaced due to devices unable to power on. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported that 4 pcu front case is being replaced due to devices unable to power on was confirmed on all 4 keypads. Testing performed on the returned keypads found all 4 keypads unexpectedly powered on and the keypad system on light stayed lit. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external inspection was performed on the printec (qty 4 p/n tc10013664). The keypads were observed to be in good condition with no irregularities observed. During internal inspection, all 4 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only keypads were provided for the investigation.

Event description:
It was reported that 4 pcu front case is being replaced due to devices unable to power on. The customer confirmed that there was no patient involvement.